Event description:
During most recent hospitalization I was battling a vaso occlusive crisis due to sickle cell type ss and the hospital staff implemented the smiths cadd infusion system to treat my pain. My hemoglobin was low at 5.1 and my pain continued to worsen even after adjusting my dosage to a supposed stronger dose and even after the addition of a bolus be allotted. I had my machine display error messages several times. My machine had to even be replaced during my stay during this time due to unexplained malfunctioning. These problems lengthened my stay and caused me to lay suffering and eventually needing a blood transfusion & oxygen as well as several other test and procedures during my stay.